Event description:
Reporter indicated that the patient's device was unable to be interrogated after several attempts. Physican recommended generator replacement for the patient. Further follow-up revealed that the patient underwent generator replacement surgery.